Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found that the laboratory temperature was 22°c, and the humidity level was within the normal range. The fse found a damaged sipper nozzle. The fse replaced the sipper nozzle. The electrodes were also replaced. Afterward, an ise check was performed, and the results were within the acceptable range. The customer had no further issues after the service visit. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas c 501 module. The initial result was 152 mmol/l. The repeat result on a different c501 module was 143 mmol/l. The repeat result was believed to be correct.